Event description:
It was reported that as the balloon guide catheter was being introduced into the guide catheter, the balloon kinked and split open.

Event description:
It was reported that as the balloon guide catheter was being introduced into the guide catheter, the balloon kinked and split open.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the device noted that the balloon catheter was returned with the guidewire used during the procedure. No anomalies were visually noted to the balloon catheter. However, under microscope, the distal tip of the balloon catheter was noted to be torn. Functional analysis noted that when the balloon catheter was flushed, no fluid exited the distal tip. While functionally inspecting the device using the returned guidewire, restriction was encountered 73cm from the proximal end of the balloon catheter. A demonstration guidewire was inserted into the returned device in order to determine if the issue was due to the various kinks that were noted on the returned guidewire. However, restriction was still encountered. The balloon catheter was submerged in warm water for five minutes through three separate cycles and it was found that the guidewire could still not advance through the balloon catheter. The balloon catheter was dissected at the point of occlusion and it was noted that a white hard material was present. It was concluded from analysis that there was likely a buildup of contrast media inside the device. Contrast media can be white in color and it is known to have a higher viscosity than saline. This would have attributed to inability to carry out the functional test after submerging the unit in the water bath. Analysis of the unit showed that the balloon did not burst or rupture. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.